Event description:
It was reported the patient's pump had a critical alarm activated. The patient had been using a diamond blade saw to cut concrete a couple of hours prior to the alarms being activated. The patient was seen in the clinic where the pump was interrogated. The critical alarm was confirmed by telemetry. The event logs indicated a power on reset had occurred and the pump was in safe state. The patient remained asymptomatic. The drug used in the pump was baclofen 1000 mcg/ml at a dose of 446 mcg/day and morphine 0.8 mg/ml at a dose of 0.35682 mg/day. The dose at safe state changed to baclofen 48.0 mcg/day and morphine 0.03842 mg/day (minimum rate). When the pump was reset all the pump event history was cleared including the replacement indicator data which went from 36 months before expected replacement to 81 months before expected replacement. The cause of the power on reset was not known. Due to the unknown cause of the reset the critical alarm was suggested to be set to 10 minute intervals. Replacement of the device was being considered. Additional information has been requested.